Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during implantation the implantable cardiac monitor (icm) was not implanted correctly and the patient is "flush and does not feel good". The device remains in use. No patient complications have been reported as a result of this event.